Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was reported that customer was treated with manual injections. The settings were correct on the insulin pump. Ran high pressure test and the insulin pump gave no alarm. No additional information was provided at the time of call.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.